Event description:
It was reported that filterwire break occurred, and procedure was cancelled. A 190 cm filterwire ez was selected for use. During the procedure, it was noted that the filter was broken and was unable to progress on the patient. The procedure was not completed. No patient complications were reported.

Manufacturer narrative:
The wire returned inside the retrieval sheath, and the filter bag came back in deployed state. The sheathing/unsheathing could not be performed, since in the retrieval sheath it can only be retracted, because it does not have a deploy function. It is possible to observed that the wire and the spring tip were bent. Based on analysis of the returned product, the reported allegations could not be confirmed, as the issue was not found on the returned device and there is no evidence enough. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that filterwire break occurred, and procedure was cancelled. A 190 cm filterwire ez was selected for use. During the procedure, it was noted that the filter was broken and was unable to progress on the patient. The procedure was not completed. No patient complications were reported.